Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 31-aug-2022. The device evaluation was completed on 28-sep-2022. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the connector was found broken and hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record review was performed for the finished device 00001969 number, and no internal action related to the complaint were found during the review. The issue reported by the customer about not being recognized cannot be evaluated due to returned product conditions. The device cannot be connected to the carto system. The issue reported by the customer can be related to the broken connector. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-02088 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) MFR # 2029046-2022-02648 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve to be dislodged inside the hub component. Initially, it was reported that the carto 3 system was displaying noise on the distal electrocardiogram (ECG) of the catheter when connected to the patient interface unit (piu). The bwi representative stated that the noise was also seen on the recording system. The caller replaced the cable without resolution. The catheter was replaced, and the issue was resolved. No adverse patient consequences were reported. The carto recognition issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and the hemostatic valve was found dislodged inside the hub component. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 28-sep-2022.